Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the device battery was swollen. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device battery was swollen. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase internal temperature during the charging and discharging processes which could also result in swelling of the battery. For high internal battery temperatures the effects may result in deterioration of service life. This reporter represents all the info known by the reporter upon query by hospira personnel.